Event description:
Leica biosystems received a complaint of overprocessed tissue. On 26 july 2024 the following information was provided by the leica field applications specialist (fas) investigating this event, "customer reported several of the affected cases are not diagnosable. They will be recommending re-biopsy to affected patients. Number of cases and identifiers at this time is still unknown due to the customer still processing this incident on their end." Information regarding both the final status of the affected patient tissue samples and the associated patient impact/outcome involved has not been provided to leica biosystems. Multiple attempts were made to obtain this information from the complainant; however, as of (B)(6) 2024, leica biosystems has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome.